Event description:
A report was received that the patient's paddle lead was in pieces and the contacts have detached from the lead. The physician explanted the paddle lead.

Manufacturer narrative:
The complaint has been confirmed. Visual inspection revealed that the paddle was severely damaged and all of its contacts are dislodged. It was reported that the patient was lifting weights. The physician and patient believed that it was the root cause of the lead fracture.

Event description:
A report was received that the patient's paddle lead was in pieces and the contacts have detached from the lead. The physician explanted the paddle lead.